Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
It is noted that had output cerebrospinal fluid through the ventricular catheter, but no passage of liquid from the ventricular catheter to the closed system ventriculostomy buretrol system. Event occurred intra-operatively. (B)(6) 2015 per affiliate: was there a delay in surgery over 30 minutes? In the surgery there was no delay. Were there any adverse consequences to the patient? According to the report of our sales consultant, there were not adverse event to the patient. What actions were taken as a result of this incident? The device was replaced for other. Is the device being returned for evaluation? No, the device is not available for investigation.